Manufacturer narrative:
Manufacturing and quality control data: the progav 2.0 shunt system was manufactured by a qualified employee in january 2021. Deviations during assembly did not occur. All products of this lot number 20045635 were finally tested as article fx431-t and released for packaging and sterilization and was sterilized by miethke. The progav 2.0 has a normal pressure range of 0 to 20 cmh2o. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at set pressures of 0, 5, 10 and 20 cmh2o, and were found to meet specifications. The valve was pre-adjusted to 5 cmh2o in accordance with the specification. Apart from the lot number, we have no further traceability data (because missing serial number). Nevertheless, for the production batch we can prove that there were no deviations. The shunt systems are manufactured by qualified employees. The systems were sterilized by miethke and released for shipment after final inspection. All parameters (opening pressure, reflux, tightness, adjustability and brake function) have been inspected and approved during the manufacturing process. Result : an investigation was not possible because the product is not available. With reference to the reason for the complaint, we would like to point out that deposits in the valve could be affected the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might compromise the integrity of the valve. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis. Based on the current information, no further regulatory actions are required from our point of view.

Event description:
No sample for investigation.

Manufacturer narrative:
Manufacturer site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx431-t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be blocked. The patient underwent a revision procedure on an unknown date. The complaint device has not yet been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision surgery. No patient data has been made available.